Event description:
Received info that the oxygen (o2) sensor in an 840 ventilator was cracked. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the o2 sensor. The device passed extended self-testing.

Manufacturer narrative:
(B)(4).